Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received multiple no delivery alarms while using their pump during the bolus and basal. Customer reported that they changed the site. Customer reported that they were able to troubleshoot. Customer reported that they inserted in the love handle area and had no hardened tissue or scarring at the insertion site. Upon removal of the infusion set, customer reported that cannula was bent very badly. Customer's blood glucose at the time of the call was 134 mg/dl. The product is expected to be returned.